Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty fastening the connector to the ilet and later reported missing alarms due to low audible volume and a display that was difficult to see in daylight, alongside dissatisfaction with the daily cartridge change due to reservoir capacity. Symptoms included no adverse clinical effects and blood glucose around 140 mg/dl at the time of the connector issue. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included product-use review, troubleshooting with the user, and quality assessment pending user follow-up. Investigation of this case revealed the issue was related to user technique and product use conditions, with normal device function confirmed after education and assistance. It was concluded that the device and supplies were not defective and that user training resolved the connector attachment difficulty, with no device-related malfunction identified.